Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to turn on the pump screen. Customer¿s blood glucose level was not impacted. The customer was instructed to use a specific technique to press the button and assisted in removing the pump from its case, but the issue persisted. Customer reverted to manual injections for insulin therapy.